Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the patient underwent a tubal ligation surgery. Patient experienced severe pain in her abdomen, vaginal area and back for years. Patient had an x-ray, it was discovered for the first time that part of the surgical device that was used during her tubal ligation surgery was left in her body. She underwent subsequent surgery to remove the foreign body.